Event description:
The ge oec 9900 fluoroscopy system was displaying heat warnings with very little fluoro time. Pre-mature heat warnings displayed.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective thermistor that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.